Event description:
Additional information was received indicating that the most recent diagnostics were within normal limits. The increase in seizures was assessed to be at pre-vns baseline levels. The sleep disturbances were possibly attributed to the stress of surgery and/or seizure activity, and the increased seizures were possibly attributed to stress or lack of sleep regarding the upcoming surgery. The decreased appetite and ambulation difficulties were possibly attributed to medication/anesthesia. The only additional intervention was a recheck of medication level and a decreased dose of medication due to a higher level being recorded. No additional relevant information has been received to date.

Event description:
It was reported that the night after undergoing vns generator replacement the patient had difficulty sleeping, and appeared to have decreased appetite the next day. It was later reported that the patient seemed off balance and had several seizures. System diagnostics were within normal limits. Attempts for additional information have been made; no additional relevant information has been received to date.